Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the eyepiece of the telescope had scratches. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue most likely occurred due to the effect of a large mechanical force due to a shock, fall or collision with other equipment. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.